Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI:(B)(4).

Event description:
It was reported from (B)(6) that the handpiece device had noise and severe vibration. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: the device serial number was unknown in the initial report and has been updated accordingly. The device UDI has also been updated. UDI: (B)(4). D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was functionally tested and the failure described by the customer was not confirmed. The device was visually inspected as received from the customer. It was found that the device failed visual inspection. It was identified that the shaft was cracked on one side of the bore. Also, it was identified that the device had cleaning agent residues and was very dirty. Further, it was identified that the device had heating and that device was corroded. During the assessment, it was found that the adhesive joint of connector shell has come loose. The device failed the following pre-repair diagnostic assessments: step 3: visual assessment step 19: temperature assessment step 21: temperature assessment step 24: connector loctite assessment the problem with the loose connector shell is covered under the CAPA-008815. The cause for the loose connector shell is a confirmed manufacturing error. Also, the cause for the other found defect is due to normal wear which is supported by the fact that the device was never serviced after the manufacturing date. Review of the device history record(s) showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. It should be noted that product failure was caused by a confirmed manufacturing error. Further investigation and assessment is covered under CAPA in our quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. The assignable root cause was determined to be due to component wear and manufacturing.